Event description:
On (B)(6) 2012, the patient contacted animas and reported issues with leaking cartridges in the cartridge compartment. It was noted that the plunger in the cartridge would slide easier. The patient stated that the cartridges "smelled like medicine." The patient reportedly used several cartridges from the same box with no resolve. The patient stated that a similar issue occurred at the end of june or the beginning of july. The patient reportedly discarded the cartridges. It was noted that the patient continues to be on insulin pump therapy and is not having any issues with the pump. The patient denied having any bg excursions related to the reported event. This complaint is being reported to due allegation that the cartridges were leaking.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.